Event description:
During installation of an external fixation clamp, one clamp from the set broke during final assembly. Because all other clamps from the set had been used without problems, the physician replaced the clamp with a competitor's clamp and continued with the procedure. There was no injuury or medical condition as a result of the break.